Event description:
The complaint/event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that reportedly leaked paclitaxel (taxol) from the filter. The nurse noticed leakage onto the bed at the end of the patient's treatment. The patient had an open venous line in the left forearm during the reported event. The tubing was connected to the patient according to the usual procedures by the nursing staff. The taxol was liquid in normal saline solution without pvc. The tubing was primed with normal saline in the chemotherapy hood per the facility's procedures. There were no defects noted, the tubing did not leak into the sterile hood before it was sent to the treatment room side. No one was injured. The patient would not have received his treatment at 100% because there was a small puddle on the dive and the table at the end of the treatment (so the total dose was not received). As a result, the chemotherapy may be less effective for the patient. There was no report of human harm associated with the complaint/event.

Manufacturer narrative:
A series of five pictures showing the inline filter were returned. In picture five, leaked fluid can be seen on the table. The complaint of drug leakage from the filter could be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. E1: full phone number: (B)(6).